Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that when he changed the battery, sometimes the display on the insulin pump would go blank and other times the battery would drain in one or two days. The customer stated the current battery showed three lines and he removed and reinserted it and received a weak battery alert and then a failed battery test alarm. The insulin pump does not have physical damage and was not exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to clean the battery cap and insert a new battery. Customer was unable to continue since he was at work. Blood glucose value is unknown. Customer was advised that the battery cap would be replaced.